Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported the patient saw an 8476 error code on the ptm. The patient stated this occurred late thursday night or early friday morning, the patient had a bad memory so not exactly sure when, along with hearing the pump critically alarming. The patient was not able to receive a pa bolus dose, could not get a hold of anyone from the manufacturer, spoke with a home infusion healthcare provider (who will start doing refills at patient's home ) and was told to go to the hospital saturday but the patient never went. The patient stated he has had no mris or other medical procedures lately. The patient has been experiencing withdrawal with symptoms of "clammy" hands and feet, cold/hot sweating, everything hurting and extreme back pain that began saturday night (B)(6) 2016 with a gradual onset and has been getting progressively worse since then. The patient stated this same issue occurred about a month ago for approximately a week or a couple of days and then the stall recovered on its own. The patient planned to follow up with their healthcare provider.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported a ptm error code, 8476, motor stall. When the patient was asked if they heard the pump alarm the patient stated he had been hearing ¿something¿ but couldn¿t hear well and wondered where it was coming from. Per the patient they had not encountered any strong magnets, MRI etc. The patient would follow-up with the healthcare provider and stated they were going out of town on (B)(6) 2016 until monday (B)(6) 2016. No patient symptoms reported. On (B)(6) 2016 the patient further reported that the healthcare provider did not call the patient until today (B)(6) 2016 regarding the 8476 error code and the healthcare provider told the patient to make an appointment as soon as possible due to going out of town saturday to tuesday. The patient stated and stated he have an upcoming appointment next wednesday (B)(6) 2016 to follow-up with the healthcare provider regarding 8476 error code. The patient¿s healthcare provider told the patient if they needs anything before then they can go to urgent care or ER (emergency room) if needed. The patient was currently taking oral oxycodone due to prior pre-existing condtion of pain from long ago and uses it with his pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.